Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a keypad failure on channel c. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "keypad failure on channel c" was not confirmed by baxter personnel during product evaluation. A root cause could not be determined and no repair was necessary for the channel c keypad. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation by quality engineering, it was determined that the sample evaluation confirmed the reported problem as a keypad failure on channel a, as the keypad was found to be inoperative on channel a. Service determined that the operator may have mixed the channels when reporting the inoperative keypad. Consequently, the assignable cause was found to be a defective pump head module keypad flex cable. Service did not indicate whether or not this condition was addressed. Should additional information be received, a follow-up medwatch will be submitted.